Event description:
It was reported the subject device had the lens come off. It is unspecified when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had the lens come off. The issue was found, during a therapeutic transurethral resection procedure. The procedure was completed with the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reportable malfunction was confirmed. Additionally, the lens was flooded, the image was dim and the scope mount was rattling. Based on the results of the investigation, a definitive root cause could not be determined. It is likely, that the lens was removed, the airtightness could not be maintained, moisture entered the internal parts. And the lens was flooded, causing the image to be dimmed. Olympus will continue to monitor field performance for this device.